Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they thought the symptoms might be associated with the stimulator. The hcp stated the patient noticed weakness in their right leg. It was mentioned that when the patient had stimulation on she noticed the symptoms. It was also indicated that the patient was impaired and walking with a crutch on right side. The patient was implanted for bowel control. The md stated that he has tried to contact the managing md but has not be able to reach him. It was further stated that the patient had neurological problems suspected to be caused by the interstim device. No further complications were reported or are anticipated.